Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Crease folding of implant: observed, creases on the device. As per the investigation procedure: non-penetrating nicks and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side "small hole, leaking". Healthcare professional, later reported, "creases". Device has been explanted.

Event description:
Healthcare professional reported, left side "small hole, leaking". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "small hole, leaking". Healthcare professional later reported "creases". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18jun2024.